Event description:
During the fibula plate surgery, the surgeon drilled the screw hole of the plate with a 2.5mm diameter drill and the drill broke. The surgeon removed the broken piece from the pt's bone. There was no adverse consequences to the pt.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.